Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that she needed continuous insulin or her blood glucose would stay over 600 mg/dl. Customer had to take 12 to 15 shots a day to keep her blood glucose under control. No troubleshooting was done. Customer will not be returning the device for analysis.